Manufacturer narrative:
The insulin pump had button error alarm due to flattened act button dome switch, broken battery tube threads and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 302 mg/dl. The insulin pump was replaced and returned for analysis.